Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. No femoral angiogram was performed to verify the location of the access site. No scar tissue was visible at the access site. Reportedly, a cuff miss occurred. Two additional proglide devices were used with the same results. A fourth and a fifth proglide device were used for successful suture placement using the pre-close technique. The sheath was upsized to 18f and the tavi procedure was completed. Hemostasis was achieved with the sutures of the fourth and fifth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. This code is used to address the failure to take a femoral angiogram to verify the location of the puncture site. Per the instructions for use- warnings: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.